Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels and hospitalization. The customer had been experiencing high blood glucose readings of 300 to 400mg/dl since (B)(6) 2021 and on the event day, (B)(6) 2021, the health care professional decided to send the customer to hospital. The patient was admitted to hospital with a blood glucose reading of 420 mg/dl and treated with an insulin perfusor. The patient's blood glucose readings normalized. On (B)(6) 2021, while still in hospital, the customer reconnected to the pump again, but her blood glucose readings rose again, and it was decided to revert to pen injections. At the time of the call, the customer was still in hospital ((B)(6) 2021) having stable blood glucose levels.